Event description:
The customer reported an uncontained blue fluid leak of approximately 3ml from a coulter lh 500 hematology analyzer. There were no error messages observed at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/04/2015 and found cut tubing at pinch valve pv42. He replaced the tubing at pv42 and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).